Event description:
In 2007, the patient was implanted with another MFR's aaa endoprosthesis device to treat an abdominal aortic aneurysm. At approximately two months later, the aorta ruptured, and a cook 28x36 endovascular device was implanted overlapping proximally with the trunk ipsilateral leg component. At about 2 months later, all the endovascular devices were explanted due to infection and replaced with a homograft. Additional info was received on 12/03/2008: the physician had explanted that the event is not device related, but due to the patient condition (sigma diverticulitis). The patient is stable and no longer hospitalized.

Manufacturer narrative:
Lot # unk as info not provided by reporter. Expiration date unk as lot # info not provided by reporter. No product was returned to assist in our investigation; however, the physician indicated that the event is not device related but due to the patient condition (sigma diverticulitis). This product is shipped with an "instructions for use" booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. The appropriate individuals were notified of this matter, and we will continue to monitor for similar reports.